Event description:
Customer reported that she was hospitalized due to low blood glucose and dehydration. The blood glucose reading was 85 mg/dl at the time of admission. Customer stated that her insulin pump has a small crack on the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.